Event description:
A report was received that the patient developed pain above and around the leads entry site after the trial procedure. The leads were explanted earlier than planned and the event has resolved. The physician assessed that the pain was device, procedure and stimulation related.

Manufacturer narrative:
Date of birth: (B)(6). Additional suspect medical device component involved in the event: model # sc-2352-50e serial # (B)(4) description: linear 3-4 lead, 50cm it is indicated that the trial leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed pain above and around the leads entry site after the trial procedure. The leads were explanted earlier than planned and the event has resolved. The physician assessed that the pain was device, procedure and stimulation related.

Manufacturer narrative:
Additional information was received that the event was related to the study procedure and not related to the study device.

Event description:
A report was received that the patient developed pain above and around the leads entry site after the trial procedure. The leads were explanted earlier than planned and the event has resolved. The physician assessed that the pain was device, procedure and stimulation related.